Event description:
On 26th january, 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the seal of the headlight was broken with missing particles and there was a risk of seal falling. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - xten. It was stated the seal of the headlight was broken with missing particles and there was a risk of seal falling. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. According to the information collected, the xten light head took a shock, causing the underside to break and the seal to be removed. The underside and the seal were replaced. Deterioration of the light head seal was probably caused by prolonged exposure to detergents and disinfectant solutions. To avoid degradation of the seal it is recommended to respect the contact time of the cleaning product and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. The x¿ten user manual 0130103 gives the general instructions concerning cleaning and disinfection and mentions to check the light heads, for chipped paint, impact marks and any other damage, during the daily check before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).